Manufacturer narrative:
The facility biomedical engineer reported the device was tested after the incident. Facility biomedical engineering reported they performed alarm testing and the device passed. They also ran the unit to determine if it went into standby mode by itself and reported no indication of this occurring. Facility biomedical engineering also reported they looked at the diagnostic history report and found several patient disconnect references in the log. The manufacturer's field service engineer (fse) was dispatched to the facility. The fse performed full performance verification testing and downloaded the device diagnostic history report. The fse reported the device did not have any issues related to the reported event. Review of the device diagnostic history report indicated several patient disconnect references on the date of the reported event. The device was returned to clinical use after successfully passing performance testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A hospital respiratory therapist reported the unit was found in standby mode while on a patient and they had not heard alarms all evening. The hospital risk manager reported the patient was found with the patient circuit disconnected from the mask. The patient had passed. At this time the cause of the patient death has not been provided by the hospital.